Event description:
It was reported by the rep that the (1) tlc55 was used during an ileostomy closure procedure. It was reported that the device began to fire but did not complete the stroke. A new device was opened and the case was completed. There was no pt consequences.